Event description:
It was reported that leakage of air from the cuff was observed in three (3) products consecutively for one patient. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
One patient, three product malfunctions. (B)(6) all represent the same patient. This is the third product malfunction report for the related complaints. First malfunction report filed under MFR number 3012307300-2023-02243. Second malfunction report filed under MFR number 3012307300-2023-02263. Date of event: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact, event problem and evaluation codes: updated. One used device was received for investigation. Under visual inspection the sample appeared to be in good condition. The reported issue was confirmed during functional testing when the device cuff was inflated and observed to loose pressure immediately. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected, therefore the investigation could not attribute the cause to the manufacturing process. A review of the manufacturing device history records for the reported lot showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. As the customer reported discovering the issue after intubation, the investigation attributed the root cause to damaged caused during the procedure or during use due to contact with a sharp edge. As no manufacturing root cause could be identified, no actions have been taken at this time.